Event description:
It was reported that this event occurred in the ER during insertion. The user experienced difficulty advancing the swg through the introducer needle. When the user removed the swg, he found that the j-tip was bent. As a result, a new kit was opened and used to successfully complete the procedure. There was no delay, harm, complication, death or injury reported as a result of this occurrence.

Manufacturer narrative:
(B)(4).